Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent had been placed in the hepatic duct for a benign stricture on (B)(6) 2011. No issues were reported during the stent placement procedure. The stent was attempted to be removed during an endoscopic retrograde cholangiopancreatography (ercp) and planned stent removal procedure performed on (B)(6) 2011. During this procedure, a snare (model unknown) was used in an attempt to remove the stent; however, resistance was met and the stent could not be removed. The stent was left inside the patient at this time. Removal of the stent has not been attempted since the event on (B)(6) 2011 and a procedure date has not been set for stent removal. It was confirmed there were no other issues or damage noted to the stent. There were no patient complications reported as a result of this event and the patient is currently okay.

Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of stent unable to be removed. According to the complainant, the suspect device is implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.